Event description:
An optometrist reported pt with corneal abrasion and light sensitivity at lasik post-operative visit. Pt was prescribed antimicrobial drops for corneal abrasion. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).